Event description:
During the atrial fibrillation ablation procedure, when the brk needle was being inserted, it was noted that the needle was bending more than usual causing it to catch on the sheath and create a hole in the middle of the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 10f fast-cath introducer sheath and dilator were received for evaluation. The sheath had been perforated proximal to the distal tip. No functional anomalies were noted when the returned dilator was fully inserted through the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath perforation remains unknown.